Manufacturer narrative:
Name: tandem,country: united states of america,address ¿ line 1: 11045 roselle street,address ¿ line 2: suite 200,city: san diego,state: california,zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the infusion set fell off from site on (B)(6) 2026.